Event description:
It was reported that during an angioplasty of an av fistula, the balloon ruptured circumferentially on the first inflation. A syringe was used to inflate the device. No injury to the patient was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation as it was discarded by the user facility. Based on the information received, the results are inconclusive and the root cause of the event is unk. The information for use for this device states: inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Caution: do not exceed that rbp (rated burst pressure) recommended for this device. Balloon rupture may occur if the rbp is exceeded.